Event description:
(B) (4) reportedly a 7000tfx, 29mm was explanted at implant due to left ventricular disruption. Op. Report dated 02/17/10 indicates device was explanted due to ventricular disruption in the region of the anterolateral commissure by placement of a bovine pericardial patch, suturing into the annulus on the ventricular and atrial sides with interrupted 2-0 ethibond sutures. Device is available, and it will be returned by sales representative. E-mail received on 04/14/10 regarding visit to surgeon on (B) (6) 2010 indicates explant due to left ventricular disruption. The surgeon had noticed substantial bleeding from the posterior surface of the left ventricle after implanting the valve. The surgeon used a competitors valve as a replacement, pericardium patch and superglue to treat the subject. The surgeon was asked if had used the magna sizers during the procedure, and he indicated that he did not as they were large/bulky and prevented him from seeing the annulus or visualize the seating of the prosthetic valve. He did not indicate use or lack of use of any other sizer to assist him with determining which mitral valve size to use.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.